Event description:
Healthcare professional reported that patient was injected with juvéderm® volux¿ in the nose and juvederm vista volbella xc in the lips. Six months later, patient experiences injection site was hard, red and swollen. Patient was treated with antibiotics. Five days later, patient experienced swelling was redder with yellow pus coming out of the upper lip and nose. Patient was treated with more antibiotics. Symptoms are ongoing. Healthcare professional addiotnally provided that it was second use of needle which replaced. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00841 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to section c. Suspect product: lot number 963/3.

Event description:
Correction, the use of juvederm vista volux xc in the nose is not prohibited.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volux¿ in the nose and juvederm vista volbella xc in the lips. Six months later, patient experiences injection site was hard, red and swollen. Patient was treated with antibiotics. Five days later, patient experienced swelling was redder with yellow pus coming out of the upper lip and nose. Patient was treated with more antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00841 (allergan complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.